Event description:
No patient involved. Shock button faulty.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 500p passed ¿out qat from heartsine technologies on the 5th january 2017. On visual inspection, the membrane tail was found to have been incorrectly installed. This resulted in the pins within the j11 connector not correctly aligning with the membrane tail tracks and the shock key remaining open circuit even when depressed, and therefore the shock button failed to operate, as per the reported fault. Further misalignments along the tail, including track 10 (3.3v) had resulted in all instructional leds failing to illuminate. All faults were resolved after correctly reinstalling the membrane into the j11 connector. Heartsine records indicate the device had performed to specification throughout testing on the 5th january 2017, this would indicate the membrane tail had made sufficient contact with the j11 pins at that time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
No patient involved. Shock button faulty.